Event description:
The patient stated reported that their pacemaker got "stuck on exercise rate" and they went to the emergency room. The patient also stated that adjustments were done with their pacemaker. No information could be obtained after multiple follow-up attempts. The implantable pulse generator (ipg) remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.